Event description:
It was reported to boston scientific corporation that a flexima biliary stent was attempted to be implanted in the gallbladder during a gallstone lithotripsy procedure performed on (B)(6) 2026. During the procedure, the plastic stent was broken. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 25, 2026: it was reported that the device was attempted to be implanted in the gallbladder for stones treatment.

Manufacturer narrative:
Block b5 has been updated due to additional information received on february 25, 2026. Block a4: (weight). Patient's weight is 78.3 kg; reported here as the reporting field does not permit entry of decimal values, the weight has been reported in accordance with system limitations. Block h6: imdrf device code a0401 captures the reportable event of stent break. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent break. Visual examination of the returned stent identified no damage. There is no indication of the reported event as it happened during the procedure and there are no objective evidence or descriptive conditions to confirm it. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: a flexima biliary stent was received for analysis. The delivery system was not returned. Visual examination of the stent did identify any damage. Risk review: a risk review was completed and confirmed that the event of stent break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
Block a4: (weight) patient's weight is 78.3 kg; reported here as the reporting field does not permit entry of decimal values, the weight has been reported in accordance with system limitations. Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was attempted to be implanted in the gallbladder during a gallstone lithotripsy procedure performed on (B)(6) 2026. During the procedure, the plastic stent was broken. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event and the patient's condition at the conclusion of the procedure was reported to be stable.